Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that one 4.0x18mm xience v stent and one 3.5x12mm xience v stent were deployed in the bifurcation lesions in the left main, left anterior descending and left circumflex coronary arteries on (B)(6) 2013. Two years after the stenting procedure, on (B)(6) 2015, the patient expired. No additional information was provided.